Manufacturer narrative:
Nakanishi is now trying to obtain further information about the event including the patient information.

Event description:
On (B)(6) 2018, nakanishi received a phone call from a dealer about an nsk handpiece overheating. According to the dealer, one of the three z95l handpieces (serial no. (B)(4)) overheated and caused the following event, but the dentist could not identify which devices actually overheated. The details of the event are: the event occurred on (B)(6) 2018. The dentist was performing a dental procedure on a patient using one of the z95l handpieces. During the procedure, the patient complained about the handpiece overheating but did not suffer a burn. (B)(4).

Event description:
On december 12, 2018, nakanishi received detailed information about the event from the dental office. The event occurred on (B)(6) 2018. The procedure the dentist was performing at the time of the event was formation of an upper right tooth #6 for onlay impression. The patient was under anesthesia. The patient suffered a burn on the mucosa of the right cheek. The dentist applied triamcinolone acetonide to the wound and prescribed dexamethasone for the patient. The dentist followed up with the patient a week later and observed that the burn had healed. The patient reported that the pain had persisted for about a week.

Manufacturer narrative:
The dental office refused to provide the patient weight.

Manufacturer narrative:
Nakanishi is still trying to obtain further information about the event including the patient information. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 50 seconds after the start are as follows: test point (1): 53.9 degrees c, test point (2): 84.3 degrees c, test point (3): 39.0 degrees c, and test point (4): 30.4 degrees c. The rise in temperature was so sudden that the test was concluded 50 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer on the cartridge's rear side was broken. There was debris (abrasive powder) on the inner race of the bearing retainer. There was corrosion of the other parts due to rust. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing due to the ingress of undesirable materials into the bearing. A lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi will report the above evaluation results to the dentist and remind the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.